Event description:
The customer obtained lower than expected vitros valp quality control result (qc 18.87 versus expected 35.39 g/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained for vitros valp on a vitros 5600 integrated chemistry system. The investigation could not determine a definitive root cause. A valp reagent related issue cannot be ruled out as a contributing factor. Additionally, a likely contributing factor is an instrument issue related to the microimmunoassay metering probe. Performance testing following replacement of the microimmunoassay metering probe verified that the vitros 5600 was returned to expected operation. The investigation was unable to determine a definitive root cause.